Manufacturer narrative:
Customer returned 2 (5 up strips) of jelco® viavalve® safety IV catheters missing the 14ga "orange color bar" for evaluation. Upon review of the two strips, they were confirmed to be (cavity #'s 1-5 and 6-0) represented one full machine cycle. In the packaging operation, 10 blister packages are produced simultaneously. The investigation did confirm that the product failed to meet the expected performance as a result of a manufacturing related issue.

Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the packaging of a jelco® viavalve® safety IV catheter was white with no orange strip. No injury was reported.